Event description:
Home patient called baxter tech support for assistance with priming cassettes. Home patient contacted product surveillance in 2005. They stated that the cassette would not prime. They tried three cassettes. They stated that the patient line was open during prime and that they were not connected. They stated that the supply line clamp may have been closed during prime. The cassettes have been discarded. Patient stated they are not using extention set. No patient injury or medical intervention was associated with this incident.